Manufacturer narrative:
The reported event occurred on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. The reactive pooled sample result was identified as an interim result, consistent with the standard workflow, and was resolved through individual donor testing. All individual donor samples and serology testing were confirmed to be non-reactive. A review of the instrument's algorithm indicated that slight amplification in the growth curve did not impact the final non-reactive result, as the algorithm considers multiple factors, including CT values, rfi, and f-values, to determine validity. No reagent contribution to the event was identified, and no batch trends were observed for reagent lots g16011 or g11355.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas taqman instrument. The customer, a cord blood center, reported that a pooled sample generated a reactive result. Upon resolution testing, individual donor samples from the pool generated non-reactive results. Serology testing for all individual donor samples was confirmed to be non-reactive.